Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed; however, the required device data has not yet been provided. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.